Event description:
It was reported that the pt developed meningitis, as well as an infection at the suture line, following a new pump and catheter implantation. This resulted in an inability to access the pump reservoir fill port. A critical alarm was heard and confirmed by telemetry. The pump alarm was due to a zero ml pump reservoir volume having been reached. The pt was to have the pump filled when the pump incision site heals. No information was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details or pt outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).